Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. The other issues were not addressed. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the cross arm brake is loose. No pt injury was reported.